Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device did not function. The device was being used during surgery, but there were no injuries, medical intervention, or a delay in surgery. There was no add'l info provided.